Manufacturer narrative:
B3 date of event was estimated based on the aware date as not date was reported.

Event description:
It was reported via a presentation that a perforation occurred. The target lesion was located in the mid left anterior descending artery (lad). A rotapro burr was selected for use. During the procedure, it was noted that a perforation occurred at the of mid-lad when the device was used at 180,000 rpm. No further information was provided.